Manufacturer narrative:
The device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation of the device by omsc confirmed the followings; the manufacturing history (DHR) confirmed no irregularity. The adhesive of the bending section of the device was chipped. Component analysis showed that the black foreign material was similar to the adhesive on the bending section. Based on the above, omsc guessed that the black material came from the adhesive. Contact with other devices may have caused the event. If additional information becomes available, this report will be supplemented.

Event description:
During a laparoscopic surgery, a black foreign material smaller than 1 mm exited from the device and fell into the patient's body. The user removed the black foreign material and completed the procedure. There was no report of patient injury associated with this event.